Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error during set up. There was no pt involvement.

Manufacturer narrative:
The pump was being used as a crystalloid pump. The service representative was unable to reproduce the issue. All settings, configurations and modules were correct. The pump was run for a day without any malfunction. The pump does not appear to be defective. Sorin group (B)(4) stated that no trend has been identified. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.